Event description:
It was reported that the device would shut off when a lot of monitoring parameters (spo2, etco2, nibp) were turned on. There was no report of pt use associated with the event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported issue. Physio replaced the system pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use.